Manufacturer narrative:
Upon inspection, the technician found the emergency stop button needed to be replaced. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. The technician replaced the emergency stop button to resolve the reported issue. A report of a emergency function not working in an operative lift is likely to cause or contribute to a death or serious injury.

Event description:
A other health care professional contacted technical service to report that viking m lift had an issue, unit emergency button not working. The process step during which this occurred was unknown. There was no patient/user injury, medical intervention, symptom, or adverse event reported. The device was requested for service/inspection by baxter.